Manufacturer narrative:
The reported events of confusing display showing both max episodes reached and zero episodes and symptomatic episode not reflected in counters were confirmed due to review of session records. Analysis of the session records were normal. The device functioned per specification resulting in the reported event. The parameter that the user has access to only disables egm collection and does not disable arrhythmia detection.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2020 a patient attempted to send a symptomatic transmission to their healthcare provider via their implantable cardiac monitor. However, the episode was missing when the healthcare provider received the transmission on (B)(6) 2020. No intervention is planned. Patient had no symptoms or consequences as a result of the event.